Manufacturer narrative:
A review of the sample device found a cut in the catheter tube which caused the leakage approximately 3 cm from the securement disc, confirming the customer's complaint. Based on the inspection, the most likely cause of the break may be mishandling of the device after reaching the customer facility or damage prior to or during use. A corrective action will not be required at this time as it is not likely that this is a manufacturing issue. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity.

Event description:
Pa flushed line and noticed the PICC leaking. Checked connections, reflushed, still leaking. Changed PICC and problem resolved.